Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a spark from the paddles during testing. There is no indication of patient involvement.